Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2019, a month after implant date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient was not getting adequate pain relief and that the patients ipg was bothersome. No device malfunction was suspected. The patient underwent an explant procedure. The explanted devices were not returned to bsn.